Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the package. The surgery time was prolonged and surgery schedule by health care professional was affected.

Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the package. The surgery time was prolonged and surgery schedule by health care professional was affected.

Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo sample was provided, and the ureteral stent with suture and push catheter was returned in the opened original packaging. An evaluation of the physical sample was completed by futurematrix on (B)(6) 2023. Evaluation of the photo sample noted the stent was broken into two separated pieces. Visual evaluation of the physical sample confirmed the separation on the body of the stent; the separation appears similar to what is seen when the material is cut with a sharp object due to no stretching or discoloration of the material. The separation was smooth with no jagged edges and was angled. The suture porthole was separated to the end of the stent; this is usually seen when the suture is forcefully pulled in the opposite direction from the stent. The suture appeared to be stretched. The sample passed all dimensional requirements per cd-7068-xx; the outer diameter was measured at 0.0604" and 0.0605" using a laser micrometer, the tip and tube inner diameters were measured using a pin gauge and found to be 0.038"and 0.040", respectively. A 0.035" guidewire successfully passed through the sample with no resistance. Though a specific cause cannot be determined, a potential root cause for this event could be, "inappropriate package design". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." Corrections: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.